Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the upper and lower cases were broken and one output connector was broken. It was also noted that the side bail covers and side bails were missing, the ring cover, heart block and one case screw were contaminated, the battery contacts were compressed, the ring bail was bent and the battery drawer was broken.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the cable connectors of the external pulse generator (epg) were broken. The epg was returned for service. No patient involvement or complications were reported.